Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.

Event description:
Low atrial sensing and low pacing impedance were noted during replacement of the generator following the advisory for premature battery depletion with implantable cardioverter defibrillator. Although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. The right atrial lead was capped and replaced and the patient was stable. Related manufacturer report number: 2017865-2017-06366.

Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by abbott on 11 october 2016. Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.